Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01892 and manufacturer report # 3005099803-2013-01894 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure, within the digestive duct, performed on (B)(6) 2013. According to the complainant, during the procedure, the first clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. The device was then removed and another clip was placed onto the tissue and the same issue occurred; the clip failed to release from the catheter. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was deployed and returned with the delivery system. The prongs were locked into the capsule. There was a kink in the control wire, the sheath grip was detached from the over sheath and the over sheath was accordioned. Based on the condition of the returned device, the reported failure could not be confirmed. However, the noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01892 and manufacturer report # 3005099803-2013-01894 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure, within the digestive duct, performed on (B)(6) 2013. According to the complainant, during the procedure, the first clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. The device was then removed and another clip was placed onto the tissue and the same issue occurred; the clip failed to release from the catheter. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant has not indicated if the device will be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.